Event description:
Event description guidant received information that difficulty was experienced finding a good placement for this ventricular implantable lead. High impedance measurements were obtained during threshold testing. A new ventricular implantable lead was attempted; however, the implant procedure was aborted due to bleeding in the pocket.